Event description:
On (B)(6) 2023, charger cord got melted. No harm to user was reported. Original accessories/equipment was used. The charger was replaced. No further follow up information is expected.

Manufacturer narrative:
Manufacturer's ref#: (B)(4). Technical investigation concluded: device history record review for charger has been completed. No deviation or changes were found during manufacturing of the device. Trended case investigation concluded: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. The clinical investigation concluded: a damaged power supply or a power supply of very poor quality could lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runway can lead to high temperatures or fire accidents. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk assessment concluded: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a combined initial and final report.